Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that after the patient was implanted with a heartmate 3 at the end (B)(6) 2021, the patient suffered from postoperative stroke. According to the surgeon, there were no major changes in the implantation setting or technique that might have caused this event. No further information regarding type of stroke or potential causes were provided by the customer.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. An attempt was made to obtain additional information regarding the event; however, the customer was not willing to provide further information. The manufacturer is closing the file on this event.